Manufacturer narrative:
Although requested, patient information not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported furosemide infused in 4 hours instead of 10 hours. The order was for 15mg/hr= 7.5 ml/hr of 145 mg/72.5 ml bag (2 mg/ml). There was no reported patient harm. Although requested, further information not provided.